Event description:
It was reported that loan device is not fully functional. There was no harm for patient, operator or third party. No further information received.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: it was reported that loan device is not fully functional. The reported event was confirmed. The supplier evaluation revealed damages at the belt and velcro which are most likely attributed to wear and tear from repetitive use.